Manufacturer narrative:
On 25-jul-2024, additional information was received indicating thrombus/char was found at the distal end of the catheter, at the catheter tip. There were no errors were presented. The physician saw no other problems on the product. There were no temperature related issues; temperature cut off is set on 55 degrees and the qmode+ was used. The patient anticoagulated, activated clotting time (act) over 300. The correct catheter settings were selected on the generator and the pump was switching from lot flow to high flow during ablation. The patient has not exhibited any neurological symptoms; however, the physician estimates the risk to be increased. On 20-aug-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and char and clotting occurred. After an afib procedure, charring on the qdot micro¿ catheter was detected, as there were clots visible on the distal end of the catheter at the catheter tip. The procedure was completed successfully and there were no patient consequences. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. No char / thrombus residues were identified during the visual inspection. Then a microscopic examination was performed and the irrigation holes were clean, no foreign material were identified. A temperature and impedance test was performed, and no issues were observed. Finally, an irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char / thrombus issues reported by the customer were not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech's quality, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Note: the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: d4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and char and clotting occurred. After an afib procedure, charring on the qdot micro¿ catheter was detected, as there were clots visible on the distal end of the catheter at the catheter tip. The procedure was completed successfully and there were no patient consequences.